Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tube with evidence of puncturing essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), memory impairment ("memory problems"), nervousness ("nervous"), alopecia ("thinning hair"), disturbance in attention ("difficulty concentrating") and feeling abnormal ("feel like my brain is just an empty fog"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, memory impairment, nervousness, alopecia, disturbance in attention and feeling abnormal outcome was unknown. The reporter considered alopecia, disturbance in attention, fallopian tube perforation, feeling abnormal, memory impairment and nervousness to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral linear essure tubal occlusion devices. Tubal occlusion secondary to essure procedure as outlined. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: event medical device removal updated to fallopian tube perforation. Reporters and patient demographics were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tube with evidence of puncturing essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), memory impairment ("memory problems"), nervousness ("nervous"), alopecia ("thinnig hair"), disturbance in attention ("difficulty concentrating") and feeling abnormal ("feel like my brain is just an empty fog"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, memory impairment, nervousness, alopecia, disturbance in attention and feeling abnormal outcome was unknown. The reporter considered alopecia, disturbance in attention, fallopian tube perforation, feeling abnormal, memory impairment and nervousness to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral linear essure tubal occlusion devices. Tubal occlusion secondary to essure procedure as outlined. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced memory impairment ("memory problems"), nervousness ("nervous"), alopecia ("thinning hair"), disturbance in attention ("difficulty concentrating") and feeling abnormal ("feel like my brain is just an empty fog"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, memory impairment, nervousness, alopecia, disturbance in attention and feeling abnormal outcome was unknown. The reporter considered alopecia, disturbance in attention, feeling abnormal, medical device removal, memory impairment and nervousness to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case become serious incident. Event medical device removal was added. Essure implant and removal date, indication was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.